Manufacturer narrative:
Evaluation conclusion - customer sent parts to perform own repairs.

Event description:
It was reported that the caster was delaminating, resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.